Event description:
It was reported by the aci sales professional that a patient underwent an unknown procedure on an unknown date. Access was obtained at the common femoral artery (cfa) via a 5f procedural sheath. There was no report of femoral angiogram to assess the suitability of closure. Post procedure, the physician who is a trained user of the mynx, chose the device to close the access site. It was reported that during pullback to the arteriotomy, a balloon loss of pressure occurred. Another mynx, opened and prepped with 50/50 contrast was deployed. Successful hemostasis was achieved. No further information was provided.

Manufacturer narrative:
Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1032113) indicated that the mynx device met all established performance criteria prior to shipment.